Manufacturer narrative:
(B)(4). Corrected information: upon further investigation, it was determined that the reported condition could not cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4) of a 3000 ml transfer set that had a bag leaking once the set arrived at patient's home. There was no damage to the box and the bag was discarded. The process step is unknown and there was no report of any patient involvement or medical intervention necessary. No additional information is available.